Manufacturer narrative:
A correlation between the device and the reported infection could not be determined. The vad was not explanted and no autopsy was conducted. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported the pt had recurrent driveline infections with subsequent bacteremia treated with oral and IV antibiotics. There had been no issues with the lvad to report. Per the hosp dictation: admission info - this is a (B)(6) with history of icm s/p lvad placement in 2007 with a history of recurrent MDR gnr bacteremia, who was last admitted from (B)(6)to (B)(6)for serratia and another carbapenem resistant organism sensitive only to cipro and bactrim. Infectious disease was involved during his last hospitalization and felt that source control and device explantation was likely the only method to definitively treat infection. Given explanation was not a viable choice, palliative was consulted and discussed goals of care with the pt and his family. His lvad was subsequently turned off on (B)(6). The pt passed away on (B)(6). No autopsy was performed, no lvad removal, and no issues to report with the function of the lvad per the vad coordinator.